Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speed was low and the reciprocating arm was damaged. The motor and reciprocating arm were replaced and resolved the reported issue. Device has not been sent in for regular pm. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. (B)(6).

Event description:
It was reported that the device produces lower power while pressing button and there is reciprocating arm damage. Event occurred after surgery and it was reported that there was no patient involvement. No adverse events were reported as a result of this malfunction.